Manufacturer narrative:
Out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator went vent inop during use on a pt due to a data acquisition pcba adc reference failure and did not alarm. The customer reported there was no pt harm. As the device was out of warranty, the manufacturers product support engineer advised the hospital biomedical engineer to evaluate the data acquisition and power management pcb boards and data acquisition to motor controller pcb cable for replacement to address the reported problem and complete performance verification testing. The biomedical engineer reported the pcb boards and cable will be replaced to address the reported problem. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.